Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "lumen partially collapsed; partially kinked / pinched lumen". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." The device was not returned.

Event description:
It was reported that it was difficult to remove the foley catheter on the sixth day of use and the water was able to be drained. It was stated that about 10 ml of water was aspirated by syringe. When the user tried to deflate the balloon by spontaneous or gentle deflation using the syringe, the balloon was deflated completely. Usually, the balloon could be deflated within a few seconds.